Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure two protege everflex stents were used to treat the superficial femoral proximal, superficial femoral middle, superficial femoral distal. Approximately 2 years post procedure patient suffered left sfa stent re-stenosis. The patient complained of coldness in their feet and underwent a left leg angiogram on and was found to have left sfa in-stent re-stenosis. Patient underwent left femoropopliteal atherectomy and angioplasty as well as left external iliac stent placement. Patient returned for a follow up on approximately 2 weeks post treatment and denied pain in their lower extremities but complained of numbness in their feet. The patient is recovered. The sponsor assessed the event as not related to the procedure, related to the device.